Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the device was not flushed or soaked with a detergent solution. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. The cause of the residual foreign material may have been due to the reprocessing deviating from the instruction manual. Suggested event can be inspected and prevented by following below instructions for use: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 continued: (B)(6). The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the suction cylinder was shaved, the protector of the universal cord on the scope connector side had a scratch, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the lock engagement knob and lever both had a scratch, the right/left and up/down knobs both had a scratch, the switch box had a scratch, the scope cover ha a scratch, switch 4 had wear, switch 1 had wear, the indication on the scope connector is peeled, the scope connector had a scratch, the universal cord had a wrinkle and a scratch, the grip had a scratch, the control unit had discoloration and a scratch, and the connecting tube had a scratch and a dent. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the air/water nozzle with air and water. The device was not flushed or soaked with a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.